Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer stated that they had high blood glucose readings on the pump but felt as if it was a settings related issue. The customer stated that he was using rechargeable batteries. The customer stated that he had the pump on suspend. The customer stated that he took the battery out and replaced it with a new one.